Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that patient had impedance readings greater than 4k on all combinations. It was noted that the doctor programs on their own and ran an impedance check when patient reported no sensation. Patient could not recall when they lost sensation. The doctor replaced the lead and ins and the issue was resolved. No further complications were reported.